Event description:
Treatment of an aneurysm. It was reported the patient bleed post pipelines procedure. CT scan showed small frontal lobe bleeds which not appearing to be from the aneurysm. The patient is doing fine, but experiencing right sided weakness. No other complications were reported with the patient.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient.model# and lot# of the pipelines involved:model: fa77375-18, lot: nv11-048 - dom: 11/30/2011 - exp: 11/1/2014.model: fa77375-16, lot: oc11-023 - dom: 10/11/2011 - exp: 10/1/2014.(B)(4)